Manufacturer narrative:
The customer complaint of a broken door latch spring could not be confirmed from a review of the supplied photo alone and no device was returned for investigation. From a review of the photo it is possible that door latch spring was either broken or misassembled. Review of the photo showed the open end of the door latch spring exposed and unsecured outside the latch assembly. Correct assembly of this end of the door latch spring should have it resting inside a groove on the inside of the door assembly. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Exterior surfaces should be inspected for damage before use. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported a broken door handle spring. There is no report of patient involvement.